Manufacturer narrative:
Testing and investigation found that the device door roller was missing and the door roller pin was broken. Further testing found the device had unrestricted flow when the door was opened. This was due to the missing device door roller and broken door roller pin. The missing device door roller and broken door roller pin prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the door was opened. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken off. The device was returned to the biomedical department with an unsigned note that stated, "broken; door will not close all the way." No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken off. No additional information was provided.